Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant due to breakage or fractured. As the helix broke off during the removal of the lead from the septum. Moreover, the physician attributed the break to the action of twisting and pulling of the lead. Furthermore, the physician was unable to attempt the position more than three times and performed approximately ten full body turns. No further intervention planned because the helix was embedded in the septum and stable. This brady lead was replaced and never in service. No adverse patient effects were reported.